Event description:
Ligasure device would not seal tissue appropriately. Device would alarm with error stating "seal inadequate". This ligasure only functioning properly intermittently. New ligasure used without difficulty. No patient harm.